Manufacturer narrative:
Eval summary: the product was not returned for analysis. The product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the mfg documentation. The root cause cannot be determined. Add'l info was requested on 10/31/2011 and 11/01/2011 by phone, fax, and mail. A completed questionnaire has not been received. (B)(4).

Event description:
A surgeon reported that during a postoperative examination, he noted glistenings in an intraocular lens (iol). The surgeon reported the pt had no complaints. Add'l info has been requested.